Event description:
It was reported that a pump alarmed for a system error 322 - "link switch error (low)" during routine preventative maintenance. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated by baxter. Evaluation reproduced the reported symptom. The device was determined to not be operating within specification in relation to the reported symptom. The upper. The upper auxiliary assembly and the lower auxiliary assembly were replaced, as they are known contributors to the reported symptoms. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.